Event description:
Reporter stated that a patient's capillary blood pt level was measured, using the suspect product, with back-to back results of 6.5 inr and 5.4inr. Within 90 minutes, an additional sample was obtained from the same patient and when tested on a laboratory instrument, measured 4.0 inr. Reporter also stated that a second patient's capillary blood pt level was measured, using the suspect product, with back-to-back results of 4.9 inr and 3.0 inr within 90 minutes, an additional sample was obtained from the second patient and when tested on a laboratory instrument, measured 3.0 inr. Reporter noted that neither patient's therapy was modified based on the values obtained on the suspect product. Liquid quality control testing was reportedly performed on the system and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.